Manufacturer narrative:
The instrument was loaded with a loading unit from the testing lab and found to function properly in accordance with design specifications. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The cause of the reported difficulty could not be identified as there were no abnormalities noted during visual or functional examination.

Event description:
Reportedly, the needle fell out of the device unexpectedly. Applied another device without any injury or ill-effects. Procedure type: unk. Patient sex: unk.